Event description:
It was reported that the patient was concerned that her battery was depleting too fast. It was stated that her battery is currently at 2.7 volts. The patient was redirected to their healthcare provider. If additional information becomes available, a supplemental report will be filed. Reference manufacturer report number: 3004209178-2013-03889

Event description:
Additional information: the patient¿s implantable neurostimulator (ins) battery was at 2.9 volts, not 2.7 volts as was previously reported.

Manufacturer narrative:
Concomitant products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 360340002, implanted: (B)(6) 2013, product type accessory; product ID 3389-40, lot# j0217061v, implanted: (B)(6) 2002, product type lead. (B)(4).

Manufacturer narrative:
The previously reported conclusion codes no longer apply to this event.